Event description:
It was reported that the bd¿ insulin pen needles broke off during insulin injection.

Manufacturer narrative:
Investigation summary: thirty one sealed 31g x 5mm pen needle samples were returned from lot. No. 8045541, cat. No. 325104. Visual examination was carried out on all thirty one samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ insulin pen needles broke off during insulin injection.